Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced cracked barrel and a broken plunger. The following information was provided by the initial reporter. The customer stated: the barrel is broken, and the top of plunger is broken.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced cracked barrel and a broken plunger. The following information was provided by the initial reporter. The customer stated: the barrel is broken, and the top of plunger is broken.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger and barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged plunger and barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged plunger and barrel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced cracked barrel and a broken plunger. The following information was provided by the initial reporter. The customer stated: the barrel is broken, and the top of plunger is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 20-jul-2022 . H6: investigation summary bd received 2 samples and 1 photo for investigation. The samples and photo were reviewed and the indicated failure modes for damaged plunger and barrel were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged plunger and barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged plunger and barrel. Bd was not able to identify a root cause for the indicated failure mode.